Event description:
It was reported that the device entered backup mode with no high voltage defibrillation therapy available due to not reprogramming the device into magnetic resonance imaging (MRI) mode prior to an MRI scan. Abbott technical support was contacted and the device was restored and reprogrammed to resolve the event. The patient was in stable condition.